Manufacturer narrative:
(B)(4). UDI#: (B)(4). Report source; foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that debris was found within sterile packaging. No hospitals were involved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the presence of a black spec and a red fiber within the sterile packaging. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. This reported event falls within the scope of a previous CAPA, the purpose of which is to address the issue of complaints for debris in sterile packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.